Manufacturer narrative:
The patient¿s age was reported as in the ¿60¿s¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as due to pseudomonas aeruginosa infection. Approximately, six months prior to the peritonitis event, the patient was hospitalized for another indication. On an unreported date, the patient was treated with unspecified intraperitoneal antibiotics for the peritonitis (no further details). Nine days after event onset, the patient passed away. The cause of death was reported as due to a reason other than the event of ¿pseudomonas aeruginosa peritonitis¿. It was not reported if an autopsy was performed. It was reported the peritonitis was not resolved prior to death. It was reported pd therapy was ongoing prior to death; however it was not reported if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
Additional information: should additional relevant information become available, a supplemental report will be submitted.